Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that prior to explant, the left ventricular (lv) lead exhibited high pacing impedance and still exhibited high threshold. As the lv lead failed to capture at max output, the ventricular pacing was changed to right ventricular (rv) only.

Manufacturer narrative:
Concomitant medical device: d314trg ICD implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and failure to capture. The device was reprogrammed and the lv output and pulse width were increased. Three months later, the threshold was still high but stable. The lv lead was later explanted and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.